Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer's expected results are 90-100mg/dl - fasting. Strip expiration date is 07/31/2017 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed adn results are 60mg/dl and 68mg/dl - fasting. Reviewed meter memory (time not set): 64mg/dl (B)(6) 2015 01:10:00 pm fasting:yes; 67mg/dl (B)(6) 2015 01:08:00 pm fasting:yes; 184mg/dl (B)(6) 2015 11:33:00 am fasting:yes; 164mg/dl (B)(6) 2015 10:13:00 am fasting:yes; 133mg/dl (B)(6) 2015 08:32:00 pm fasting:yes. Customers concern: 64 mg/dl on (B)(6) 2015 and 67 mg/dl. The customer is testing twice a day (fasting) and is not on any medication or has made any changes in her diet. The customer is feeling fine. The customer is storing the meter in the living room.